Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on additional information received on 30apr2019. It was reported that loading difficulty was encountered. When a 2.25x16mm synergy drug-eluting stent was prepared for use, the physician noted a problem with stent loading on a balloon. The procedure was completed with another synergy stent. No patient complications were reported. However, additional information received that the stent strut was not on a proper shape.